Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a negative architect total bhcg result of 4 iu/l was generated for a patient ((B)(6)) on (B)(6) 2017. The customer has a retest rule configured to retest all samples with results between 3 and 100 iu/l. The sample retested positive at 1,111 iu/l which was reported to the physician. The patient subsequently had herself retested at another laboratory which generated a negative result. The customer believes the architect total bhcg result was falsely positive. No adverse impact to patient management was reported.

Manufacturer narrative:
A review of the instrument logs submitted did not identify any issues with the instrument when the results were executed. No customer returns were available. Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Accuracy testing utilizing reagent lot 70091ui00 was executed to evaluate the performance of the assay. All specifications were met indicating that the lot is performing acceptably. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Based on the available information, no product deficiency was identified.